Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient deceased after entering cardiac arrest. Review of a remote transmission via merlin.net revealed the ICD was undersensing ventricular fibrillation. There is no known allegation the ICD caused or contributed to the patient's death.

Manufacturer narrative:
Correction: section b1: adverse event should not have been selected. Section b2: death should not have been selected.